Event description:
It was reported that the patient experienced issues with multiple cartridges leaking. The patient stated that she attempted to fill several cartridges on two separate occasions and each time the cartridges leaked. She explained that she had been pushing air into the cartridge before adding insulin, which caused the plunger to come out and insulin to leak. The patient was advised not to introduce air into the cartridge and to fill it only with insulin to prevent the plunger from dislodging. The patient restarted the process, was guided through the correct cartridge-filling steps, completed a supply change, and successfully resumed insulin delivery. Blood glucose was reported as 117 mg/dl and not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.